Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with unspecified symptoms of heart failure. The patient's lactate dehydrogenase (ldh) was 1215 u/l. The patient was admitted for further testing due to suspected device thrombosis. It was reported that the patient received a pump exchange on (B)(6) 2015.